Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device showed a power on reset condition out of the box, prior to implant. Device info was not reported. It was not reported whether the device would be returned to the MFR. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.